Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the microscopic inspection identified a kink in the lead body where all of the internal wires were broken. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33453. It was reported that during diagnostics, both of patient's leads showed high impedance in all contacts. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.